Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros (B)(6) ii result was obtained from a single patient sample on a vitros eciq immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results and vitros (B)(6) ii within run precision testing, a reagent related issue or an instrument related issue cannot be ruled out. Pre-analytical sample processing can be ruled out as a contributing factor, as the customer was following the sample collection device manufacturer¿s recommendations for sample centrifugation.

Event description:
A non-reproducible, higher than expected vitros (B)(6) ii result was obtained from a single patient sample on a vitros eciq immunodiagnostic system. Vitros (B)(6) ii result = 19.25 miu/ml verses expected result <2.39 miu/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros (B)(6) ii result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event.